Event description:
It was noted during service at manufacturer facility that the hinges on the system 6 aseptic housing is broken on both ends causing it to open up. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, broken hinge, was duplicated. The technician concluded that the hinge on the battery housing was broken on both ends due to a chemical attack on the hinge of the housing that occurred as a result of improper sterilization practices, including improper rinsing, or use of improper concentration of a basic disinfectant. The device is placed in retention.